Manufacturer narrative:
(B)(4). Batch #: x9451d. Additional information was requested and the following was obtained: could you please confirm what is the severity of the burn? A degree burn. What medical intervention was used to treat the burn? (Such as salve or stitches) none. Besides the burn, did the patient experience any adverse consequence due to the issue? No . Are there any anticipated long-term effects from the burn or injury? No. What is the current status of the affected (patient or user)? General recovery without complications. What is the surgeon¿s experience with the device? What heat management techniques were utilized throughout the procedure? Was the burn on the bladder full thickness? How was the burn on the bladder treated? Was the post operative care of the patient altered in any way as a result of the burn? Is the surgeon aware of the following statement from the IFU: ¿during and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times¿? The surgeon is very experienced. I do not know which techniques were used for I was not there when it happened. The burn was not full thickness. The burn, according to the operating room staff did not require specific care. The post surgical care was not altered. I do not know if the surgeon is aware of those specific ifus. I have not been able to talk to her since the incident. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic surgery, during the activation, they noticed that the joint of the graspers became hot. Something which has never happened before. Unfortunately this uncontrolled spread of heat cause an unintentional burn on the bladder of the patient. The device was exchanged to a new one. The procedure was completed successfully.